Event description:
Lenses were dispensed to this 13 y/o female pt on november 4 and 20, 1997 on a daily wear schedule. On 11/7/97, the pt presented with corneal abrasions on the right eye. She had slept in the lenses (against the dr's specific instructions). Tobradex was prescribed every 4 hrs. The condition was resolved on 11/13/97. The second inciident occurred on 11/23/97. The pt complained of a "sore eye" since removal of the lens the previous evening. The dr diagnosed a corneal abrasion (caused by her fingernail when removing the lens) with epithelial folds on the right eye. It was debrided by an ophthalmologist. Ciloxan was prescribed every 4 hrs and a bandage lens was used. The condition was resolved on 11/28/97. The pt was put on artificial tears and will not be refit with contact lenses until she is mature enough to handle them.